Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. Due to balloon availability, a balloon aortic valvuloplasty (bav) was performed with a balloon that was not ideal. One week following, the patient returned to the procedure room and a second bav was performed with the appropriate size balloon. The pvl improved from severe to mild. An electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. Two weeks following the valve implant procedure, the patient expired. The cause of death was respiratory failure due to ventilator associated pneumonia. The physician reported the patient death was indirectly related to the valve.